Manufacturer narrative:
Additional information: sections: h.6. The recipient¿s device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. The recipient's device was explanted. The recipient decided to switch companies. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent connection issues. External equipment was exchanged; however, the issue did not resolve. Device testing could not be performed due to intermittent connection. Revision surgery is scheduled.